Event description:
Clinical study. During a coronary artery drug eluting stenting procedure there was difficulty crossing the lesion and the stent or a piece of the monorail broke loose. The physician performed pci. Three lesions were treated. Intermediate/anterolateral artery: 1 study stent implanted, distal circumflex artery: 1 study stent implanted, left anterior descending (lad) artery mid: 3 stents implanted. The 4th lesion (posterior descending artery) was not treated. "Regarded as clinically irrelevant after complications when treating lad." Study stent, when trying to treat mid lad, there was severe withdrawal resistance, and they were unable to cross the lesion, and the stent embolized. In the opinion of the physician the relationship to index procedure is highly probable, and to taxus stent is highly probable. The embolized stent was endovascularly extracted from the right tibiofibular bifurcation. There was no residual effect, but required prolonged hospital stay.